Manufacturer narrative:
(B)(4).

Event description:
Reported as "iab failed to unwrap". The report further states, "[user] is calling about a female patient presenting to lab for pci /stemi. The pt v fib arrested on arrival to ICU and required mcs leading to iab placement. The team placed a 40 cc lws iab and were able to start pumping. Under fluoroscopy, the iab was not unwrapping from middle of the balloon to the distal tip. No alarms issued. Md agreeable to manual inflation which was attempted 2 times. The manual inflation attempts were unsuccessful and md stated that partial unwrap was seen but most distal portion of iab, right below the tip, was still wrapped. Encouraged replacement of iab due to risk of clotting. Md agreeable to replacement. The ccl team opted to place a 30 cc lwsiab this time. 40 cc iab removed successfully without complication and 30 cc iab replaced. Upon initiation of pumping, the 30 cc iab was also not unwrapping. Team allowed a few moments to pass and visualized delayed unwrapping of iab with most distal portion not unwrapping. Manual inflation x1 done and iab visualized under fluoroscopy and was fully unwrapped. Ccl satisfied with result and therapy appropriate". No patient harm or injury. See associated MDR 3010532612-2026-00364.